Event description:
During a remote follow-up, episodes of noise were observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Rv lead damage was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed, but did not reveal any abnormalities.